Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string pulled out during removal leaving the pessary inside. She was able to manually remove the pessary with no medical assistance and is doing well.